Manufacturer narrative:
The fse reported that kinked tubing in the rbc bath was causing it not to drain and overflow. The tubing was straightened to fix the leak.the repairs were verified per established procedures. (B)(6).

Event description:
The fse (field service engineer) reported an uncontained fluid leak of about 10 ml from the coulter act diff analyzer. The instrument is only used for research and development not patient testing. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.